Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (20 mg/ml at 5.0 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced signs and symptoms of withdrawal which included nausea and increased pain on (B)(6) 2020.  The hcp had the patient come to the office right away. A catheter dye study was performed as the patient had a spinal fusion done in october.  The spine surgeon indicated the catheter remained intact at that time.  Diagnostics/troubleshooting performed included a dye study on (B)(6) 2020.  The dye study revealed the catheter could not be aspirated so the procedure was stopped.  Surgical intervention occurred where a catheter revision occurred on the evening of (B)(6) 2020.  The catheter appeared to be kinked near the collet and was stuck in some scar tissue likely from the spine surgery.  The hcp trimmed off some of the catheter, replaced the collet, and was able to get cerebrospinal fluid (csf) once this was done.  The hcp aspirated the catheter before connecting it with the new collet to make sure it was intrathecal.  It was noted 14 cm was removed from the catheter including the collet.  The catheter was discarded.  It was noted that the issue was resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's medical history was asked and will not be made available.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.